Event description:
It was reported that the implantable pulse generator was unable to be operated and provide stimulation for six months. Device was explanted. There were no complications during the procedure. Patient was stable.